Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-july-20, additional information was received from a foreign healthcare professional (hcp) via a product surveillance registry (psr) update. It was reported the patient was receiving baclofen (500 mcg/ml at a dose of 160 mcg/day at an infusion rate of 0.32). On 2017-july-26, additional information was received from a foreign healthcare professional (hcp) via a product surveillance registry (psr) update. Additional information confirmed there was no volume discrepancy of the expected reservoir volume (erv) and there were no symptoms. There were no interrogations after (B)(4) 2017 and logs were not available.

Manufacturer narrative:
(B)(6). MRI motor stall date (B)(6) 2008 inclusion/exclusion criteria or commonly used words for reporting scenarios telemetry state/ false motor stall/ gear binding/ unrecovered stall following MRI - gear binding is associated with an MRI and is reported as an explanation of why the pump stalled. This can't be confirmed by analysis inclusion criteria: -at least one of the following rfr¿s is applied and does not have con code (B)(4) tied to it: (B)(4) exclusion criteria: -the stall in question is a normal motor stall due to MRI (i.e. Recovery within 2 hours) and (B)(4) is applicable reason for recall medtronic issued a letter to healthcare professionals providing important safety information regarding MRI (magnetic resonance imaging) effects on synchromed el and synchromed ii implantable infusion pumps. As stated in product labeling, the magnetic field of an MRI will temporarily stop the rotor of the pump motor and suspend drug infusion for the duration of MRI exposure for all synchromed pump device model and z #/notification models affected: model 8627-10, (B)(4); models affected: model 8626l-18, all serial numbers (B)(4); models affected: model 8626-18, all serial numbers (B)(4); models affected: model 8626-10 all serial numbers. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a product surveillance registry (psr) regarding a patient who received an unknown drug in an implantable pump an unknown indication for use. During interrogation of a pump on (B)(6) 2017 a motor stall was observed to have occurred on (B)(6) 2017. Per the patient, an MRI occurred that day. The logs indicated a motor stall (also reported as pump stop) occurred, but clinically the patient did not experience symptoms associated with a motor stall (spasticity or itching). The residual volume was reportedly 9 ml and the residual volume would have been greater is the motor stall occurred without recovery ("should be +- 40ml left in pump"). The event was considered resolved without sequela as of (B)(6) 2017. No further actions were required. There were no reported patient symptoms. No complications were reported/anticipated.